Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) life-threatening hypoglycaemic episode during which patient fell unconscious [hypoglycaemic unconsciousness] pen failed to deliver insulin [device failure] the plunger would not move [device mechanical issue] drawing insulin with a syringe [wrong technique in product usage process] while drawing the insulin volume appeared visually incorrect, so patient cautiously administered 2 units less than required [incorrect dose administered]. Case description: this serious spontaneous case from indonesia was reported by a consumer as "life-threatening hypoglycaemic episode during which patient fell unconscious(hypoglycemic unconsciousness)" with an unspecified onset date , "pen failed to deliver insulin(device failure)" with an unspecified onset date , "the plunger would not move(device mechanical jam)" with an unspecified onset date , "drawing insulin with a syringe(inappropriate drug extraction with syringe)" with an unspecified onset date , "while drawing the insulin volume appeared visually incorrect, so patient cautiously administered 2 units less than required(incorrect dose administered)" with an unspecified onset date and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index were not reported. Current condition: diabetes (for 15 years). Concomitant medications included - novofine(needle). On an unknown date in during a trip to indonesia patient took one week's supply of insulin in novopen along with a new novorapid penfill cartridge. However, upon inserting the new cartridge into a new pen, the pen failed to deliver insulin. Believing the pen may be faulty, patient inserted the cartridge into the existing novopen, but again the plunger did not move. Patient's family member also attempted to operate it without success. Due to this patient was forced to obtain syringes from a local chemist. Patient drew insulin with a syringe, while drawing the insulin volume appeared visually incorrect, so patient cautiously administered 2 units less than required. Despite this, I subsequently suffered a life-threatening hypoglycaemic episode, during which patient fell unconscious, had no readable blood glucose level on the meter, required emergency intervention by family member's, who administered juice and jellybeans until patient eventually regained consciousness. When patient was finally able to test blood glucose (blood glucose), it was 1.1 mmol/l this was a traumatic and dangerous event directly attributable to the failure of this product. Batch numbers: novopen: not available. Novorapid penfill: kr74l86. Action taken to novorapid penfill was not reported. The outcome for the event "life-threatening hypoglycaemic episode during which patient fell unconscious (hypoglycemic unconsciousness)" was recovered. The outcome for the event "pen failed to deliver insulin (device failure)" was not reported. The outcome for the event "the plunger would not move (device mechanical jam)" was not reported. The outcome for the event "drawing insulin with a syringe (inappropriate drug extraction with syringe)" was not reported. The outcome for the event "while drawing the insulin volume appeared visually incorrect, so patient cautiously administered 2 units less than required (incorrect dose administered)" was not reported. Reporter's causality (novopen) - life-threatening hypoglycaemic episode during which patient fell unconscious (hypoglycemic unconsciousness): possible. Pen failed to deliver insulin (device failure): unknown. The plunger would not move (device mechanical jam): unknown. Drawing insulin with a syringe (inappropriate drug extraction with syringe) : unknown. While drawing the insulin volume appeared visually incorrect, so patient cautiously. Administered 2 units less than required (incorrect dose administered): unknown. Company's causality (novopen) - life-threatening hypoglycaemic episode during which patient fell unconscious (hypoglycemic unconsciousness): possible. Pen failed to deliver insulin (device failure): possible. The plunger would not move (device mechanical jam): possible. Drawing insulin with a syringe (inappropriate drug extraction with syringe): possible. While drawing the insulin volume appeared visually incorrect, so patient cautiously administered 2 units less than required (incorrect dose administered): possible. Reporter's causality (novorapid penfill) - life-threatening hypoglycaemic episode during which patient fell unconscious (hypoglycemic unconsciousness): possible. Pen failed to deliver insulin (device failure): unknown. The plunger would not move (device mechanical jam): unknown. Drawing insulin with a syringe (inappropriate drug extraction with syringe): unknown. While drawing the insulin volume appeared visually incorrect, so patient cautiously administered 2 units less than required (incorrect dose administered): unknown. Company's causality (novorapid penfill) - life-threatening hypoglycaemic episode during which patient fell. Unconscious (hypoglycemic unconsciousness): possible. Pen failed to deliver insulin (device failure): possible. The plunger would not move (device mechanical jam): possible. Drawing insulin with a syringe (inappropriate drug extraction with syringe): possible. While drawing the insulin volume appeared visually incorrect, so patient cautiously. Administered 2 units less than required (incorrect dose administered): possible. Investigation result: suspect: novopen batch: unknown. No investigation was possible, because neither sample nor batch number was available. Suspect: novorapid penfill batch:kr74l86. The returned cartridge was tested for delivery with a novopen® 5 and a novo nordisk needle. During testing it was possible to deliver preparation the complaint was registered in the novo nordisk complaint handling system and when required, a medical evaluation has been performed. Furthermore, a visual examination of the received sample has been performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer's comment: 11-mar 2026: the suspected device novopen (specific name of the device is unknown) has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. Medical condition of diabetes is a significant confounding factor. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo pen, hence case is considered as final non-reportable. No further information available. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. H3 continued: evaluation summary. Suspect: novopen batch: unknown. No investigation was possible, because neither sample nor batch number was available.